Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: 1000ml bag of 0.15% potassium chloride in 5% dextrose and 0.45% sodium chloride injection usp (b. Braun; lot j5d319, exp 10/17); therapy date (B)(6) 2015. The customer¿s report of breakage at the tip of the IV set was confirmed. Visual observation revealed that the tip of the male luer, below the spin collar, was broken off and was stuck inside the non-carefusion adapter. The edges of the tubing at the site of the break had a jagged appearance. The root cause for the breakage was determined to be an excess of force used while mating the two components.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the rn disconnected the tubing from the cap a piece of the tubing was stuck inside the connector cap. The connector cap, IV bag and tubing were replaced without incident. There was no patient harm reported.